Event description:
The account alleged the side rail will not stay in the latched position. No patient impact.

Manufacturer narrative:
The technician found the side rail latch plate is bent. The technician replaced the side rail latch plate to resolve the issue.